Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the video connector socket failure of the subject device which might have occurred accidently, because there was no abnormality for the exterior of the subject device. Or there was the possibility this phenomenon was attributed to the video connector socket failure of the subject device which might have occurred due to the external force applied by the user handling, because the subject device had been replaced with the same failure two months ago. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed before the unspecified procedure. The user also reported that the image was not displayed when the cyf-v2 was connected to the subject device, but the image was displayed when the otv-s7 series camera head was connected to the subject device. And the same issue had been occurred three months ago. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and identified the reported phenomenon which could not be displayed when the subject device connected with cyf endoscopes. The service department of oekg found the failure of the video connector socket which might have been caused the reported phenomenon. The video connector socket of the subject device had been replaced two months ago with the same issue. There was no patient injury associated with this report.